Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During testing, it was reported that the autopulse platform s/n: (B)(4) displayed a message of "motor not moving". There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. The customer's reported complaint that the platform had the motor not moving was confirmed during functional testing. The root cause was attributed to a defective motor drive train which was replaced to remedy the issue. After replacing the motor drive train, the platform passed all functional testing criteria. A review of the platform archive was performed and there were no problems found in the internal log. Additionally, visual inspection showed no damages to the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).